Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 17 events were previously reported during the reporting period; however, - 4 previously reported events in this report s were already reported under MFR report # 0001811755-2018-02013. - 13 previously reported events are included in this follow-up record. Product return status 4 devices were received. 9 devices were not available for evaluation. Event confirmation status 1 reported events were confirmed; the cause was traced to component failure. 3 reported events were not confirmed. Evaluation results 1 device was found to be affected by worn and damaged collet ID and fingers. Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device was shedding metal debris. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: seventeen events were reported for this quarter. Product return status: seventeen devices were received. Evaluation status: not confirmed; four reported events were not confirmed during testing. In progress; thirteen device evaluations are in progress. Additional information: seventeen devices were not labeled for single-use. Seventeen devices were not reprocessed and reused.

Event description:
This report summarizes seventeen malfunction events in which the device was shedding metal debris. Seventeen events had no patient involvement; no patient impact.